Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Event description:
It was reported that regarding a microclave¿ clear connector that the biomedical syringes were being pushed out by the microclave. During use, the microclave no longer performed the proper locking mechanism that it always used to, and it was necessary to maintain all the pressure in the patient's line through the microclave for drug administration, which could lead to disconnections and potential safety issues. The syringes disconnected even after performing the quarter turn which resulted in delay in therapy, however there was no patient harm reported.

Manufacturer narrative:
A photo was returned showing the packaging of the syringes used and the microclave connector. No defects or anomalies noted. The reported complaint was unable to be confirmed. Lot history review was conducted and no nonconformities were found that would have led to the reported complaint.